Event description:
A supplemental report is being submitted to report the investigation findings, see h11.

Manufacturer narrative:
The investigation found the stent returned detached in an rhv. Once removed from the rhv, the stent was found deformed with broken tantalum wires and a kinked proximal marker coil. Due to the damage to the returned stent, the investigation could not test the device in the condition it would have been in at the time of the reported event to further assess the alleged expansion issue and therefore, the complaint is considered non-verifiable. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the stent damage, but the damage is consistent with the use of a thrombectomy stent to retrieve the fred stent during the procedure as described in the reported event.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that in the percutaneous intracranial aneurysm stent implantation, after the microcatheter was positioned, the fred5019 stent was selected. When the stent was delivered along the microcatheter to the target position and started to be deployed, it was found that the tip of the stent failed to open properly, at the curved segment could not be opened. Despite repeated adjustments by the surgeon, it still could not be opened. After the surgeon fully deployed the stent and prepared for balloon dilation, it was found that the balloon could not pass through. The stent was retrieved using a thrombectomy stent, and then replaced with a fred4513 stent. The surgery was successfully completed. The patient was reported to be fine.